Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that syringe in foley tray was smashed (pcn#(B)(4)). Drain bag opening where the tip for emptying sits was all smashed which allowed urine to leak all over the operating room floor (pcn#(B)(4)). First one the foley catheter balloon popped (pcn#(B)(4)) and the second try, the balloon leaked (pcn#(B)(4)). Per follow up response via email on 16jul2024, customer stated that they were all the same lot#nghz3646. No additional patient impact from this event.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "wall thickness too thin". However, there was insufficient information to confirm this potential root cause. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "visually inspect the product for any imperfections or surface deterioration prior to use." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that syringe in foley tray was smashed (pcn#947316). Drain bag opening where the tip for emptying sits was all smashed which allowed urine to leak all over the operating room floor (pcn#154002). First one the foley catheter balloon popped (pcn#175816) and the second try, the balloon leaked (pcn#175816). Per follow up response via email on 16jul2024, customer stated that they were all the same lot#nghz3646. No additional patient impact from this event.